Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the artifact was caused by foreign material on the image intensifier and the camera. The foreign material was cleaned and the artifact was removed from the image. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 displayed artifact on the x-ray image causing distortion. There was no adverse patient involvement reported. There was no patient information reported.